Event description:
Caller reported aviva system blood glucose results, all mg/dl: 10:34 am - 96, 10:29 am - 206. Customer had previously tested yesterday night on (B)(6) 2013 and got a 117 which was pretty normal for her. Customer stated she took 1000 mg metformin this morning at 7 am with her breakfast. Customer stated was feeling a bit dizzy and tested her sugar which showed 206. Customer then decided to take another 1000 mg of metformin. The customer stated she then tested again and that is when she got the 96. Customer then got some candy in order to treat for low blood. Customer stated was feeling well while on the phone. Customer tested while on the phone and got an 88 around 11:15 am. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.